Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the device fell off event. All devices were inspected and exhibited no issues that could contribute to the reported event. The device functions were tested and pass with no issue observed. The complaint for this device could not be confirmed.

Event description:
The patient reported that the v-go device fall off and since the needle was still exposed she experienced bleeding.